Event description:
An electronic report was rec'd from a hemodialysis user facility. The initial reporter described the event as venous connection became separated. Blood in arterial line was able to be returned to the pt. The facility was contacted, where it was learned from the initial reporter that the pt was undergoing the monthly access flow with these bloodlines when the venous line separated. The event occurred 30 mins into the therapy. The staff noted the event immediately and attempted to reinfuse as much of the pt's blood as possible. Once the blood was reinfused, the lines were taken down and replaced with a new set of hemodialysis bloodlines. The treatment was resumed. The dialysis therapy was also able to be completed as ordered. The pt was discharged to home. There was no report of pt injury or ill effect related to this event. The actual bloodline is available for an eval.